Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor exhibited multiple pause episodes due to intermittent undersensing. Programming changes were made. Noise with noise reversions along with continued undersensing were noted. Possible device movement was suspected. No intervention reported. The patient was stable throughout.